Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6), 2023.

Event description:
Per the clinic, the device was explanted on (B)(6), 2023 due to unknown reason. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on october 31, 2023, was filed inadvertently. No device explantation or serious injury has occurred. This report is submitted on december 21, 2023.